Event description:
Used thermacare elbow wrap as prescribed on box. Product was applied for approx 6-8 hrs. When removed, skin burns and blisters were noticed. Have not used product since. Reason for use: elbow pain/tightness.